Event description:
A report was received that the patient underwent an ipg revision procedure due to charging difficulties. The ipg placement was too deep in the pocket and caused difficulty charging. No malfunction was suspected.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient underwent an ipg revision procedure due to charging difficulties. The ipg placement was too deep in the pocket and caused difficulty charging. No malfunction was suspected.